Manufacturer narrative:
The motor error alarmed during rewind due to corroded motor home switch. The pump was unable to perform the functional test or verify display anomaly due to motor error alarm. The pump was received with cracked reservoir tube lip and scratched worn lcd window. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump and display anomaly. No further information provided.